Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, it could not be deployed. The device was replaced, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with four bands attached to it and one of them overlapped and was broken. The ligator housing teeth were found bent. The handle was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had four bands attached to it and one of them was overlapped and broken. The teeth were found bent. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle, and the force applied from the handle since the bands were not being deployed, consequently, getting the bands damaged and overlapped. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, it could not be deployed. The device was replaced, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.